Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 56mm evoque procedure in tricuspid position by right transfemoral vein where post-procedure the patient developed an av block third degree and a permanent pacemaker was implanted on post-operative day (pod) 6. The final position of the valve was stable as planned. The patient was stable. As per medical opinion the perceived root cause can be that the valve had a significant oversizing of ~30% (pulse doppler echocardiography (pdd) projection from transesophageal echocardiogram (tee) of the day of the procedure was ~43mm).

Manufacturer narrative:
The following sections were updated: b4, g3, g6, h2, h6 and h11. The complaint for "valve function-performance, valve interacts with conduction system" was confirmed with other empirical evidence via information reported by edwards clinical specialist. A device history record review was conducted and there were no nonconformances related to the issue observed and the device passed all manufacturing specifications. Since there are no confirmed product or labeling, IFU, training material nonconformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required. Per the instructions for use (IFU), conduction system disturbance and/or heart block which may require treatment (including permanent pacemaker) are potential adverse events. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patients underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system. Additionally, cardiac conduction system complications are known risks with tricuspid valve interventions due to the proximity of the atrioventricular node (av node) to the septal leaflet of the tricuspid valve. These conduction disturbances can lead to post-operative heart block requiring pacemaker implantation. Per medical opinion, the significant 30% valve oversizing at the annulus is a potential contributing factor to conduction disturbance. The screening for this patient showed a 56mm evoque valve would have 5.9% tv annulus oversizing. The reduction in patient annulus size could have been caused by factors such as weight reduction. Nevertheless, a definitive root cause cannot be determined.